Event description:
Additional information was received that this device was explanted and replaced for battery depletion. No adverse patient effects were reported.

Event description:
Boston scientific received information that this device declared end of life (eol) due to long charge times. It was determined that this device had exhibited extended charge time behavior which may be indicative of an out of specification condition. No adverse patient effects were reported.

Manufacturer narrative:
The device was explanted. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. Additionally, end of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical buildup of internal battery impedance, and eri/eol was reached earlier than expected due to a higher-than-typical buildup of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Manufacturer narrative:
The device remains in service and will be replaced in the near future. No further information is available. This report will be updated if more information becomes available.